Event description:
The pt reported charging issues between the implant and the external equipment. An advanced bionics rep met with the pt to perform device evaluation. The rep could not establish a link to the device. The pt was implanted with a new advanced bionics spinal cord stimulator.